Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated. It was observed that the impedance of the right ventricular pacing lead was variable and beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter and unexpected delivery of ventricular tachyarrhythmia therapy were also noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular lead was noted to have high/undefined pacing impedance and noise/oversensing was noted with short v-v intervals. The lead was suspected to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.